Event description:
The caller states that a red light alarm is on, and the device is beeping. The serial number that was provided after helping the caller to find it came back as an invalid sn. The caller has no further information to provide.